Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a failed drawer and cubie that could not be recovered by the pharmacist and displayed a requires maintenance message. The issue was identified in drawer 3.2, pocket c5, which contained ketorolac vials. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the drawer and cubie had failed. A field service engineer (fse) removed the faulty cubie from drawer 3 2 to restore the machine to operational status. The system functioned as intended after field service engineer repaired the device.